Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21059017 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d 3ss cv had air in the line. The following information was provided by the initial reporter: additional information: alaris infusion set is experiencing multiple product failures and is not safe for use across sutter facilities. A second instance while using this same lot #, caused an ¿air-in-line¿ error message on the alaris pump equipment. When tested on subsequent lot #¿s, (B)(6) staff did not experience either of these two malfunctions.